Event description:
Caller reported that the pump battery would not charge, and charging connection remained unstable despite following troubleshooting steps, such as using different wall adapters and cables. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer confirmed understanding of the process to put the defective pump into storage mode before returning it and planned to use multiple daily injections (mdi) as backup therapy.